Event description:
I had a sharp pain in my breast. It felt like someone stabbed me in the breast. I went to my drs and she referred me to another one. I had both breast implants removed. One was ruptured, one had a double capsule and the other has one capsule. FDA safety report ID# (B)(4).